Event description:
Patient was revised to address tibial subsidence. The insert was found to be backwards. Loosening of all components, poly wear of the insert, and osteolysis were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.